Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in a blood glucose (bg) level of "high;" cause was unknown. Customer administered a correction bolus via the pump which successfully resolved the bg.